Event description:
It was reported the pt had a catheter fracture and fragments were retained. It was unclear if any intervention in regards to the catheter was done. No symptoms or outcome were reported.

Manufacturer narrative:
Results code = catheter.